Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of non-physiological artifacts. Subsequently, multiple inappropriate shocks were delivered. The noise was reproduced in clinic during movement and rest in all vectors. Tachycardia therapy was deactivated. Technical services (ts) recommended that the electrode be replaced. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of non-physiological artifacts. Subsequently, multiple inappropriate shocks were delivered. The noise was reproduced in clinic during movement and rest in all vectors. Tachycardia therapy was deactivated. Technical services (ts) recommended that the electrode be replaced. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, the replacement procedure occurred. This product is expected to be returned to boston scientific for investigation. No additional adverse patient effects were reported.